Event description:
During a check, the drainage catheter seemed to have torn/broken off inside the (B)(6) male pt's body. The catheter was in place for one week. Attempts to remove the rest of the catheter percutaneously failed and the pt had to go to surgery to remove the rest of the catheter. The pt required lumbotomie and new nephrostomy due to this occurrence. One used and damaged device was returned along with a cd of images. The device was separated approx 7 cm from the pigtail. The material at the separation region was stretched and thin. An 0.038" wire guide was inserted into the returned portion of the catheter and was not able to be advanced 5 mm before contact with an obstruction in the lumen. Based upon the condition of the material in the area of the separation and the obstruction in the lumen of the catheter, it is likely that the catheter shaft burst due to the excessive pressure. This may have occurred during an attempt to flush the catheter. The returned cd contained images of the catheter in place. This device is shipped with instructions for use (IFU) which describes proper placement and user technique and states: if a catheter has become malpositioned and if drainage ceases, the catheter should be removed promptly. Per qc specifications, the catheter surface is confirmed clean, smooth, and free of excessive dents. Based upon the condition of the material in the area of the separation and the obstruction in the lumen of the catheter near the separation, it is likely that the catheter shaft burst due to excessive pressure. This may have occurred during an attempt to flush the catheter. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per quality engineering risk assessment, no risk mitigating action necessary at this time.

Manufacturer narrative:
Lot number not provided by reporter. Expiration date: unk as lot number is unk. (B)(4).